Event description:
It was reported that the ventilator alarmed for power lost. The pt's mother went to silence the alarm and noticed a smoky smell, and a glowing flame at the site connecting the pigtail cable to the external battery. The ventilator was removed from pt and pt was manually ventilated. No pt harm reported.

Manufacturer narrative:
The pigtail was replaced to correct the reported problem. The power board, motor board, rear weldment and fan were replaced due to soot contamination.